Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user requested assistance pairing their libre continuous glucose monitor. Blood glucose (bg) was affected, with a low of 53 mg/dl the previous night. The user treated with juice, which brought bg back into range, but reported sometimes consuming more than recommended, leading to possible overtreatment. The agent reviewed the 15-minute recheck protocol and scheduled additional training to review bg targets and management. No medical intervention was required, and bg was in range at the time of the call.